Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The infusion set insulin leaked from under the plaster. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.